Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a tkr operation, one metal piece from patella cutting jig became detached and lost (broke out of the main piece) whilst preparing the patella for resurfacing. This required a return to theatre for the patient, a second anaesthetic to remove the washer and the incident has been declared as a never event. The washer had damaged the liner of the tkr. At the second operation, the screw was removed and the liner replaced.